Event description:
It was reported by the customer that their insulin pump alarmed motor error. During troubleshooting, customer stated that they do not use the sensor feature and was able to rewind the insulin pump. Customer stated they did not recall any significant events that led to the alarm or if the device was exposed to moisture. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 101 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump passed the basic occlusion and displacement tests. No motor error alarm was noted. However, the insulin pump was unable to prime during the prime test due to a faulty gold force sensor resistor. The motor was tested outside of the device and passed. The insulin pump was received with a cracked case at the display window corners and battery tube threads, and minor scratches on the display window.